Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Consumer's mother alleges the consumer was in the chair and the chair allegedly flipped over causing her son to hit his head.

Manufacturer narrative:
The device was returned and evaluated. The alleged event (flipping over) could not be duplicated.

Event description:
Consumer's mother alleges the consumer was in the chair and the chair allegedly flipped over causng her son to hit his head.